Event description:
A site representative, operating room staff, reported an inaccuracy that occurred while in a pituitary tumor resection procedure. The patient was registered accurately using tracer. The same frame was used for the procedure so the site prepped accordingly to be able to verify instruments during surgery. Next the system was confirmed as still being accurate. During the procedure, an inaccuracy of approximately 7-10mm was noted in the sphenoid while using an env straight suction; this area was previously deemed accurate. Then a passive planar blunt was used to check accuracy and the same inaccuracy was noted with this probe. A second tracer registration was performed accurately and the surgeon continued the procedure. Later in the procedure, the inaccuracy was again noted, in a similar measurement. The site stated that the frame had not been bumped or moved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. In addition, the system was left on overnight and checked again in the morning; accuracy was still the same and there were no issues with the system. No parts have been returned to manufacturer for analysis. No further issues have been reported.